Manufacturer narrative:
(B)(4). Method: the complaint mr850 respiratory humdifier was not returned to fisher & paykel healthcare (f&p) in new zealand for evaluation. Our investigation is therefore based on the information provided by the customer and our knowledge of the product. Results: the customer reported that the audible alarm of a mr850 respiratory humidifiers was not functioning. Conclusion: we are unable to determine the cause of the reported issue as the device was not provided to f&p healthcare for evaluation. Our mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 heater base. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation." The mr850 is equipped with visual alarm indicators in addition to the audible alarm.

Event description:
A healthcare facility in the united kingdom reported that the audible alarm of a mr850 respiratory humidifier was not functioning. There was no patient involvement reported.

Event description:
A healthcare facility in the united kingdom reported that the audible alarm of a mr850 respiratory humidifier was not functioning. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). We are currently in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in the united kingdom reported that the audible alarm of a mr850 respiratory humidifier was not functioning. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). Section d1: brand name updated to fisher & paykel healthcare. Section d2a: common device name updated to respiratory humidifier. Section d4: model and catalog # updated to mr850aek. Section g1: contact person updated to mr. (B)(4). Method: the complaint mr850 respiratory humdifier was not returned to fisher & paykel healthcare (f&p) in new zealand for evaluation. Our investigation is therefore based on the information provided by the customer and our knowledge of the product. Results: the customer reported that the audible alarm of a mr850 respiratory humidifiers was not functioning. Conclusion: we are unable to determine the cause of the reported issue as the device was not provided to f&p healthcare for evaluation. Our mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 heater base. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 is equipped with visual alarm indicators in addition to the audible alarm